Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, redness and whitening of the skin at the pocket area was observed. The physician performed pocket revision by forming a new submuscular pocket to avoid further device erosion. There were no signs of infection. The device remains implanted. The patient felt discomfort due to location of the device and was stable before, during and after the procedure.